Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced fungal peritonitis coincident with peritoneal dialysis(pd) therapy. On the same day of onset, the patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with fluconazole for the peritonitis events; route, dose, frequency, duration not reported. The patient's (pd) catheter was removed and the patient is now performing hemodialysis. An. At the time of report, the patient was recovering from the event. No additional information is available.